Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was noted with noise, which made it hard to determine atrial fibrillation. No pacing, sensing, or impedance anomalies were noted. The right atrial lead was removed and replaced. The patient was stable pre, during, and post procedure.

Manufacturer narrative:
Additional information: d10, h3, h6, h10. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tie down impressions. The external abrasion was noted at 16.2cm to 16.3cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.